Manufacturer narrative:
Follow-up #1: date of submission 2/9/16. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings:. No evidence of moisture behind display lens. Two cracks in pump case between display lens and case seal, and a haiirline battery compartment crack below the bumper. Leak test failed due to two pump case crack leaks. Opened pump; evidence of moisture on transceiver/force sensor plate. Unrelated to the complaint, the display is dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a casing condition/moisture issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.